Event description:
The customer reported that the insulin pump alarmed without pressing any button. The blood glucose reading at time of the call was 232mg/dl. Troubleshooting was performed. The customer also reported that the device had moisture damage after dropping accidentally in the water. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.